Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/30/2025, the patient reported that cgm readings were inaccurate, which ultimately led to hospitalization. The cgm consistently displayed ¿low¿ glucose values, while fingerstick measurements indicated a blood glucose level of approximately 500 mg/dl. The patient did not specify the timing of these comparisons and declined to provide additional details regarding the hospitalization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.